Event description:
It was reported that after implanting an intraocular lens (iol) in the left eye of a patient, she experienced severe halos and glare. The iol was attempted to be explanted, however, due to unknown reason, the explant was aborted. It was stated that the explant of the lens was performed at a different center, however, the explant date or any further information has not been provided.

Manufacturer narrative:
(B)(4). Based on device history review (DHR), review of the non-conforming materials reports revealed that there are no associated nonconformity material reports with respect to this order number. Review of the sterilization records showed no non-conformances. Results of environmental monitoring records showed there were no non-conformances for the associated order number. A review of the process/material changes was done and did not show any change in process or material that were related to the complaint.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: patient dob: (B)(6) 1947. Explant date: (B)(6) 2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Initial report- (B)(6) 2014 ((B)(6) 2014). Follow up #1- nothing should be checked. Should remain as submitted on the initial report: required intervention to prevent permanent impairment/damage. All pertinent information available to the manufacturer has been submitted.